Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 274 mg/dl, and the meter bg reading was 264 mg/dl. The customer was hospitalized and treated intravenously with fluids and insulin for diabetic ketoacidosis. The customer was released from hospital on (B)(6) 2020 with issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.